Manufacturer narrative:
Correction - b5 should have said the right atrial lead was not replaced, rather than 'another ra lead was used to complete the procedure."

Manufacturer narrative:
Additional information: h6.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital. During the implant procedure, it was observed there was no electric activity in the right atrial (ra) lead. Another ra lead was used to complete the procedure. The patient was in stable condition.